Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer received an occlusion alarm, cartridge change errors with multiple cartridges during the load sequence and an altitude alarm, although the pump was not outside the labeled altitude operating range. The customer changed out supplies and reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.